Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing clamp was defective/deformed. The following information was provided by the initial reporter. The customer stated: "the patient received normal infusion after successful intravenous indwelling needle puncture. During the infusion process, other examinations were required, so the infusion tube was pulled out and the indwelling needle buckle was closed for examination. After the examination, the infusion tube was connected to the closed vein indwelling needle and the clasp was opened. The clasp of the indwelling needle was broken when the clasp was opened and could not be used again. Therefore, the indwelling needle was immediately replaced and then re-punctured. Second puncture, increased the patient puncture pain."